Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient's mom reported that the patient's blood glucose had reached 284 mg/dl after wearing the pod was worn between 4 and 24 hours. The pod was deactivated and the patient's mom noticed that the cannula was bent.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an excessive amount of corrosion noted within the pod which could potentially be caused by a fluid ingress through the access point of the kill switch which was damaged by the user disabling the audible alarm. Qualification records were reviewed, and the product met all acceptance criteria.